Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure, jaw was broken during the surgery. Another device was used to complete the procedure. There were no adverse consequences for the pt.